Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a corrupted database. An engineering support specialist executed a database cleanup and re-synchronization. The system functioned as intended after the engineering support specialist troubleshot the device. The contact information was kept blank due to the reported issues were found by the engineering support specialist while on site.

Event description:
It was reported by the customer that a pyxis medstation es system database was corrupted. The customer indicated that they were unable to access the medication while the machine was out of service. There were no adverse events or injuries reported based on this incident.